Manufacturer narrative:
The device was not available for investigation. Deviations in manufacturing/packaging process were not found. The nail kit reported was documented as faultless prior to distribution. In this case verification of an allegedly missing set screw was not possible. If the set screw was really missing it would have been possible to detect this prior to opening of the blister through the window of the foam. The real cause of the alleged event could not be determined with the info given. Nevertheless, as the review of the DHR of the nail kit revealed no discrepancies in the packaging process the event may rather be linked to dropping the item during opening the tyvek lid of the packaging.

Event description:
It was reported by the hospital, surgeon implanted a gamma nail but the set screw was missing. The surgeon had another screw, (B)(4), in stock to implant the nail and to finish the surgery without delay.